Manufacturer narrative:
Complaint conclusion: as reported, the indication window of a 7f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. After the carotid artery stenting (cas) procedure is completed, the puncture is sealed using a 7f blocker. An aquatrack guidewire and non-cordis balloon and stent were used. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button of the device was not depressed, the plug was present on the delivery shaft and exposed to residues of dry blood. The indicator window was received on white/black position and the cowling guard was found locked and the indicator wire was observed deployed. The bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath; no damages were observed on it. No other anomalies were observed during the visual analysis. Functional analysis was performed. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button performed correctly, and the plug was deployed properly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not observed since the functional analysis was successfully performed. The device deployed correctly and the window achieved all required color stages. No anomalies were noted on the specific components nor the internal mechanism. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that an antegrade approach was used. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indication window of a 7f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. After the carotid artery stenting (cas) procedure is completed, the puncture is sealed using a 7f blocker. An aquatrack guidewire and non-cordis balloon and stent were used. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.